Event description:
It was reported that customer had cracks near battery compartment of insulin pump. No further information provided.

Manufacturer narrative:
Pump received with cracked case on the lcd display window corners, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, and cracks on the reservoir tube.